Event description:
It was reported that during a facial fracture procedure that screw heads broke during insertion. It was reported that two 10 mm by 4mm titanium screws were implanted into the plate fixation and the heads sheared off. The surgeon was unable to remove the screws leaving the shafts in the patient. The heads were disposed. The plate was repositioned without further incident. The surgery was completed successfully and there was no delay in surgery. This is report 1 of 2 for com-(B)(4).

Manufacturer narrative:
Device broke during insertion and was not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.